Event description:
As reported by the user facility: customer complaint report for a needle stick with introcan after IV start. Ref# 4252535-02. Lot# 2m18258242. They claim that the nurse got a needle stick. The safety clamp never engaged they said there was no clamp on the needle. They didn't lay it down before discarding. The nurse says, "I felt the stick when putting it in the sharps." The first attempt was unsuccessful so had to stick the pt twice. Ref. MFR number 9610825-2013-00166.